Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal misfired; it did not deploy properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. Maquet cardiovascular anticipates return of the product in question.